Manufacturer narrative:
A visual examination of the device was performed and revealed the c-clamp was in the open position and both ports were open. The external bolster was without issue. The internal bolster had detached from the tubing. Evidence of internal bolster attachment was visible on tubing indicating the bolster had been properly molded to the tubing. The obturator pocket was intact and without issue. The returned unit was consistent with the complaint incident that the bolster detached/separated. From the information in the event description it appears that the bolster tore prior to insertion into the patient. Therefore, the most probable root cause is handling damage. A review of the device history record was performed for lot 13559986 and revealed no related issues to this complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that on (B)(6), 2010 a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure. According to the complainant, during the procedure outside the patient, when the physician attempted to stretch the device with the obturator the anchor pocket on the internal bolster was torn. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. On (B)(6), 2010 received a corrected event description which stated that the internal bolster detached. This event is now deemed reportable.